Event description:
It was reported to philips that the c-arm movements were not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing a diagnosis, which was delayed and completed using another system. The philips field service engineer (fse) inspected the system on-site and confirmed that c-arm movements were not available. Upon troubleshooting, the fse found that table and arc movements did not work. To resolve the issue, the fse replaced the table control board. After the replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.